Manufacturer narrative:
Device data for the reported event dated 16-mar-2026 was reviewed. Analysis of the device engineering logs confirmed that the ilet was operating as intended, with no malfunction alerts, motor errors, or factory reset events observed. Insulin delivery requests were issued appropriately in response to cgm glucose values, and system alerts were triggered and acknowledged as designed. These findings support that the device performed according to its specifications. The patient reported use of insulin that may have exceeded its shelf life. Following replacement of the insulin with a new cartridge, blood glucose levels improved and returned to within normal range. This indicates the event is most consistent with reduced insulin efficacy rather than a device-related failure. No product was returned for evaluation. Based on the available information, the root cause of the event is attributed to use of insulin of uncertain potency, a user-related factor, and not to a malfunction of the ilet device. The device was found to function as intended.

Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of >400 mg/dl following use of insulin suspected to be past shelf life. The user was transported to the hospital by the patient where the user was diagnosed in diabetic ketoacidosis and treated with fluids and discharged (B)(6) 2026. No long-term health effects were reported.